Event description:
It was reported that a 46-year-old hispanic/caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 400cc and experienced bilateral rupture post-operatively, which was confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex hpg, 400cc breast implant had parallel lines of shell wear on the anterior aspect extending to the posterior aspect. Additionally, a tear was observed within the shell wear on the posterior aspect, measuring approximately 2.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, it was noticed the previous report contained an error. This report is for the left breast prosthesis (lot number 5925815). The right breast device lot number is 6452341.